Manufacturer narrative:
Cmpl-(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that signal loss over one hour occurred. It was determined that the loss of connection was related to the mobile application. Due to the signal loss, the patient did not know he was hypoglycemic. The patient¿s wife called emergency medical services (ems) because the patient had a decreased level of consciousness. The bg finger stick value obtained by paramedics was 1.3 mmol/l. The spouse gave him sugar to eat and paramedics did not give any medication. The patient recovered and was in stable condition after the event. A review of the share logs was performed and a loss of connection was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined. No additional patient or event information is available.